Event description:
It was reported the pt's (B)(6) lead exhibited high impedance during the implant procedure. The sjm rep attempted troubleshooting to no avail. As a result, the lead was replaced which resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.